Event description:
On 23 february 2023, the complainant contacted leica biosystems and the following information was documented: "unprocessed samples on overnight run from (B)(6) 2023 to morning of (B)(6) 2023 (silver) pmdr: customer has advised that the instrument did not have any hard ware errors and they have since replaced all of the waxes and reagents and it then ran okay but they would like an fse to run checks on it and to also perform the upcoming pm. Due it's pm in march on [work order number] suspect it may have been user error? May be worth bringing forward pm visit and resolving?" On 27 february 2023, the complainant provided the following information to the local leica tac helpdesk engineer/field support engineer-pathology when notifying of this complaint: "they don't know if any patient will require a rebiopsy at this time" on 28 february 2023, a leica field service engineer (fse) visited the customer site to assess the operation and function instrument. The fse performed preventative maintenance and documented that the results for verification tests performed were satisfactory following this activity. On 01 march 2023, the local leica tac helpdesk engineer/field support engineer-pathology documented the following information received from the complainant: "...she advised that at present they don't have the details at the moment but they believe that there may be cases that do require a rebiopsy..." On 21 march 2023, the local leica tac helpdesk engineer/field support engineer-pathology documented the following information received from the complainant: "I have just spoken to the lab manager [name] and she can only tell me that there were 3 cases that they were unable to assess but other than that she has no other data so this is all she can tell me at this time." As detailed above, information as to the patient impact/outcome and an identifier, age or date of birth and gender for each of the three (3) patients are not available. The local leica tac helpdesk engineer/field support engineer-pathology requested the complainant provide this information on 23 february 2023 by email; 27 february 2023 by telephone and 21 march 2023 by telephone, which represents a demonstrable reasonable attempt to obtain the information.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of both the "factory 12hr xylene standard" protocol started in retort a at 17:09pm on (B)(6) 2023 and the "factory 12hr xylene standard" protocol started in retort b at 17:09pm on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant could not be determined from the information available.